Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance rose to 4047 ohms up from a trend in the 532-646 ohm range. On (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend that had been in the 43-51 ohms range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms up from a trend that had been in the 62-73 ohms range. Concomitant medical products: 694045 lead, implanted: (B)(6) 2001; 419488 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was an alert triggered for high impedance on the right ventricular (rv) defibrillation and pacing coils as well as the superior vena cava (svc) coil of the rv lead. There was a possible fracture noted. The lead remains in use. No patient complications have been reported as a result of this event.